Manufacturer narrative:
The initial report was submitted with incorrect information. The corrections have been made with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to an over dose. The cause of death was an insulin over dose. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customers blood glucose was 20 mg/dl at the time of the paramedics arrival. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer was last heard from on (B)(6) 2020 in the evening and was found unresponsive the next morning. The caller agreed to return the insulin pump for analysis.